Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied. Functionally, the cam bars were reset; the sulu was reloaded in to the instrument, and applied over the appropriate test media producing acceptable results. The pushers advanced and the remaining staple line was properly formed. In addition, the sulu loaded and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic kidney transplant, while trying to staple the renal vein, the device did not fire. The surgeon was not able to press the green button and was unable to squeeze the handle. The device was removed from the vein and was ligated using clip applier from another manufacturer. There was no patient injury.